Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for whitestar signature system showed that there were no issues or non-conformities. Manufacturing has been ruled out as a potential cause for the reported issue. The system was working within amo specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss was not able to confirm or duplicate the issue reported. The fss proactively replaced the graphic user interface printed circuit board, advantech single board computer, versalogic printed circuit board, and the power supply. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
During a cataract extraction procedure, the surgery center reported a posterior capsule broke. As a result of the broken capsule, an unplanned vitrectomy was performed. A description from the surgery center indicated when the capsule tear broke; it was the third surgery for the day. When the surgeon started the vitrectomy feature, the system would not react. The system froze when the vitrectomy was enabled. The surgeon restarted the system and the vitrectomy feature and operations worked normally. There was a 10 minute delay to complete the procedure.